Event description:
Caller alleged discrepant inratio precision results. Results as follows: inratio2: 2.6, re-test: 1.4. Time between tests: within 2 mins. Tests were performed using different fingers. No pt info was provided.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr: 2.6, 2nd inr: 1.4, mean: 2.0, sd: 0.85, %cv: 42.43. Inratio meter results failed the criteria for precision, generating a %cv greater than (B)(4). In-house therapeutic donor testing was performed using returned strips lot #305772 on (B)(4) 2013. Results as follows: (B)(4). All replicates for donor 232 met the criteria for accuracy. Returned products performed as expected and all replicates yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Investigation details: a strip investigation was performed on lot #305772. (B)(4) replicates that were tested for donor (B)(6) met the criteria for accuracy. All replicates for donor (B)(6) samples for strip lot #305772 are within the allowable bias. This passes accuracy criteria. No further action is required. For each pair of replicates for each sample on strip lot #305772, mean and standard deviations were calculated. All samples met the criteria for precision. ((B)(4)). No further action is required. Conclusion: the pt's inratio data did not meet precision criteria. In-ratio testing of returned strips on in-house meters determined that the client's product continued to meet accuracy and precision criteria. No product deficiency was established. Product support did not determine a root cause or the unexpected inratio results. As of (B)(4) 2013, (B)(4) discrepant result complaints were reported for strip #305772, yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This complaint type and lot number remain subject to routine tracking and trending. Corrective action not required at this time.